Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on the insulin pump went blank. Customer stated he had a low battery and had changed the battery a couple of nights prior to it shutting off. Customer changed the battery again and received a failed battery test and a battery out limit alarm. Customer states the batteries were not out of the device greater than duration allowed. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer had inserted and display did return. Nothing further reported.